Event description:
It was reported that during an arterial bypass procedure, the device would not cut and partially stapled. Unk how the case was completed. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results for the mcm30 instrument found that it was returned with the cartridge cover cracked. The instrument was cycled and would not fed the clips as intended due to the cartridge cover condition. The instrument is not designed to cut nor staple, as per the instructions for use: "the ligaclip mca multiple clip applier has application for use on vessels or other tubular structures wherever a metal ligating clip is indicated. The tissue ligated should be consistent with the size of the clip." While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.